Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3550-29, lot# n560992, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The manufacturing representative (rep) reported high, out of range, impedances on electrodes 3-7. The rep reported that interop testing showed coverage. However, postop the patient only had good impedances and stimulation on electrodes 0, 1, 2. High density stimulation was set up, but the patient had a little bit of rib stimulation. One week postop the device was checked again and the patient still had the same type of issue, it did not resolve. It was thought that perhaps swelling could have caused the impedance issue and were waiting to see if the impedance issue would resolve. The rep reported intraoperatively they heard the setscrew set. It was recommended an x-ray of the implantable neurostimulator (ins) and lead tail in header block to confirm seating of lead tail in ins. The indication for use was non-malignant pain. No outcome or interventions were reported. Follow up was done to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3550-29, lot# n560992, implanted: (B)(6) 2015, product type: accessory. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a loss of therapy. It was reported that the patient never had therapeutic benefit from their permanent implant. In fact, they think it made it worse. It was reported that the trial was good but the implant has not helped. The patient reported that they just turned their stimulation off roughly 3 months ago since it was not helping. It was reported that some of the leads didn't work and their numbers were all maxed out. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient still had high impedances since postop right after implant. It was reported that the patient had high impedance on all pairs 9 through 15 and electrodes 3 through 7. Electrodes 0, 1, and 2 were normal range. It was reviewed that since the patient had only one octad lead, it would be expected to have open circuits on 8 through 15 since there was no lead present. The medical doctor and assisting medical doctor indicated that they had made sure that they had tightened the setscrews. There was an indication that the patient's therapy was not as good as what they had during the trial or what the patient felt during intraoperative testing at the time of implant. They were using high density programming with voltage between 3.5 and 4.5 volts. 3.5 volts was subthreshold and at 4.5, the patient would feel stimulation slightly. The patient was getting stimulation in their butt and legs, which were the target areas. The rep believed that the intraoperative testing was on the middle of the lead and reviewed that it was interesting that they were getting coverage in their back and legs using 0, 1, 2 electrodes. Per diary info, the patient was not using the stimulator regularly and it was currently showing 32% stimulator use. The patient used the stimulator for 2 weeks consistently 2 weeks prior but hadn't used the stimulator since. It was reported that the patient had a couple of reprogrammings since the implant. It was reported that the out of range electrodes were being used in the programming and causing therapy problems. The rep reported that they had limited programming options due to open circuits. Inadequate stimulation in the butt and legs was reported. During a programming session, the patient reported getting shocking up their side. The patient went from standing to a sitting position and the patient felt shocking up their side. The manufacturer reported that the patient feels shocking at 4.5 volts and whenever the patient feels light stimulation but didn't feel shocking at 3.5 volts. The rep didn't know if the patient felt shocking with the stimulation off. When the rep put the clinician programmer (8840) programming head up against the pocket, the patient also felt this shocking/jolting. Relevant medical history includes non-malignant pain. No cause or intervention in regards to the shocking was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer's representative (rep) reported the troubleshooting and interventions performed to resolve the shocking was decreasing the voltage and changing programming parameters and electrode configuration. The cause of the shocking was still unknown.